Event description:
It was reported that pocket stimulation was observed in both unipolar and bipolar configurations, causing severe pain to the patient. The atrial lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.